Manufacturer narrative:
Damaged power inlet module.

Event description:
It was reported by service report that the power entry module is cracked. Customer could not determine if there was pt involvement, however, no adverse consequences were reported.